Manufacturer narrative:
A piece of foreign material was received by our post market quality assurance laboratory. Microscopic inspection found the foreign material appeared to be dried up tissue with body fluid and blood. Initial analysis was unable to identify any plastic material within the foreign matter returned. Further detailed analysis found that the returned specimen was consistent with proteins and did not come from the electrode or suture sleeve.

Event description:
This report is being filed to submit the analysis results of the foreign material.

Manufacturer narrative:
At this time, the piece of plastic has not been returned. If it is returned, analysis will be performed and this report would be updated at that time. No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during an interrogation the patient stated he was rubbing the middle of his chest over the xiphoid area where the incision is located. He noted it felt rough and then saw something white sticking out of his skin. The patient stated he used a tweezers to remove the white piece of plastic. The field representative noted upon examination there does appear to be a slight indent above the xiphoid incision. There was discussion if it could possibly be part of the electrode's suture sleeve. The patient stated he saved the piece of plastic. The field representative asked the patient to bring the piece into the clinic to send back for analysis. The field representative stated the patient agreed, but has not yet brought it into the clinic. The field representative further noted the patient was not put on antibiotics as there was no concern over infection at this time. No additional adverse patient effects were reported.